Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced adhesive issues with three infusion sets on (B)(6) 2024. The infusion set was used for the first event for 2 hours, for the second event for 1 day, and for the third event for 30 minutes. Blood glucose level reported during event was 394 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4)- device 2 of 3.